Event description:
It was reported that during unpacking of a mini vision 2.25 x 23 mm stent delivery system, prior to any use, fibrous structures were protruding from the proximal end of the stent near the balloon. The mini vision 2.25 x 23 mm stent delivery system was set aside and another mini vision 2.25 x 23 mm stent delivery system was used to complete the procedure. There was no patient involvement or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported foreign material was confirmed. Chemical analysis was performed and all that may be determined is that the sample fibers resemble a type of cellulose fiber. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.